Event description:
Pt wears a contact lens which she stated using in 10/05. She applied renu moisture loc solution in her eyes one night and she felt intense pain. In the morning she saw her ophthalmologist who prescribed the same solution. She chose to seek a second opinion and went to a college eye center where fusarium was cultured. It is beginning to make her blind in the right eye and she probably might need a corneal transplant. She is on antifungal medication but has no insurance.